Event description:
The reporter stated that the keypad buttons were not responding. Troubleshooting was unable to be completed at this time. Animas made multiple attempts to follow up with the patient which were unsuccessful. No additional information is available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons are responsive. The contrast keypad button required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated, to the complaint, it was noted that the symbol was worn off the ok keypad button.